Event description:
It was reported during stone light procedure when starting the console "a bad electrical contact in the cable of the footswitch" was noted. The surgeon proceeded with treatment using a ¿dormia probe¿ (different device) instead of the laser. No patient injury was reported. No additional information was reported.

Manufacturer narrative:
The replacement footswitch was ordered and to be installed by the customer. The suspected faulty foot switch has not returned to the manufacturer for evaluation.